Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump buttons were unresponsive. The insulin pump would not rewind for the set change, the parent took out the battery, and the insulin pump alarmed for a failed battery test. The parent put in a fresh battery and the keypad was unresponsive. The parent reported that the customer had jumped into a pool while wearing the insulin pump. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specification. No failed battery test alarms noted. The insulin pump passed rewind, basic occlusion test and displacement test. No rewind anomaly noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.